Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was treated with gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. Reportedly, a gore® excluder® trunk-ipsilateral leg component rlt261412 and a gore® excluder® contralateral leg component plc20100 were implanted on the right patient side. A gore® excluder® contralateral leg component plc201400 was implanted on the left. On (B)(6) 2021, the patient consulted his general practitioner because of bilateral leg paresthesia and was therefore referred to the hospital. Computed tomography (CT) imaging was performed and revealed an infolding of the proximal portion of the rlt261412 component. It was reportedly surmised that the stent graft might have been selected too big a size. Likewise on (B)(6) 2021, the patient was converted open surgery during which the gore® excluder® aaa endoprostheses were explanted and replaced with a bifurcated endoprosthesis. Reportedly, the explanted endoprostheses would be available for investigation.

Manufacturer narrative:
H6: health effect - clinical code - added code e2121. Considering the nature of this event and the results of this investigation, this occurrence did not warrant corrective or preventative action. This type of occurrence will continue to be monitored and trended for event trending, analysis. Review and appropriate actions will be taken as they are deemed necessary. Additional manufacturer narrative. Explant evaluation summary: examination of the imaging evaluation demonstrated alignment of the location of the wire fractures with the regions of device in-folding observed in vivo (B)(4) imaging evaluation). According to the imaging evaluation, it should be noted that the trunk (rlt261412) was implanted in a region with an aortic diameter (18-19 mm) that was outside of the sizing guide per the instructions for use. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The IFU states ¿special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Failure to follow the appropriate device sizing recommendations or failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemic conditions, vessel damage/rupture, and related serious harms, potentially necessitating surgical intervention.¿ the IFU further states, ¿adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis occlusion, endoprosthesis stent fracture. Please note: gore¿s investigation found that the trunk (rlt261412) was implanted in a vessel with an aortic diameter of 18-19 mm, which was outside the sizing recommendations present within the device¿s instructions for use. However, based on the information provided to us and the results of our investigation, we were unable to determine that the oversizing was causal for this event. Due to this, we chose d15 as the first root cause code. In our investigation, we performed an analysis on the explanted devices. In that investigation we observed several fractures along the contralateral limb of the device. The areas where fractures were noted when compared to the imaging evaluation suggested that the areas of fracture colocalized with areas of compression/collapse of the contralateral limb. The areas of collapse would likely change the loading conditions that the contralateral limb was designed for and potentially lead to the observed fractures. The risk of stent fracture is captured in the instructions for use where it states: ¿adverse events that may occur and / or require intervention or additional intraoperative procedure time include endoprosthesis stent fracture.¿ the following statements are being withdrawn: the IFU further states, ¿adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis occlusion.¿ ¿physicians should take note that the safety and effectiveness of this device has not been established in applications other than the stated indications for use¿¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event.

Event description:
It was reported to gore that on (B)(6) 2021, this patient underwent an endovascular procedure (evar) and was treated with gore® excluder® aaa endoprostheses for a known abdominal aortic aneurysm measuring 56 mm in diameter. Prior to the procedure, CT imaging revealed an asymptomatic arteriovenous malformation (av) of the left colon. Therefore, laparoscopic assisted resection of a 10 cm sigmoid colon section was performed a few weeks before the evar. It was reported to gore that on (B)(6) 2021, a gore® excluder® trunk-ipsilateral leg component rlt261412 was brought into the patient and deployed below the patient¿s renal arteries. Deployment of the contralateral leg component plc201400 on the left side was also performed without problems. On the right, the rlt261412 component was extended up to the common iliac artery bifurcation with a contralateral leg component plc20100. All overlap and seal zones were subsequently ballooned, using a medtronic reliant¿ balloon catheter. Final angiography imaging during surgery showed a completely excluded aneurysm with both renal arteries as well as external and internal iliac arteries preserved on both sides. Subsequent CT angiography imaging performed on (B)(6) 2021, found all gore® excluder® aaa endoprostheses in their correct positions with no organ malperfusion. It was reported to gore that following the implant, the patient was doing well at home and continued to cycle 15 km each morning. On the morning of (B)(6) 2021, he experienced sudden pain during his cycle ride, and reportedly collapsed 500 m away from his home. He was immediately admitted to albertinen hospital. He was noted with critical limb ischemia (right>left) with complete infolding of the gore c3 excluder aortobiiliac stent graft with complete occlusion of the right pelvic axis and subtotal occlusion of the left pelvic axis. He underwent a median laparotomy with removal of the aortobiiliac stent graft including both iliac extensions and reconstruction using aortobiiliac 18 x 9 mm dacron y- prosthesis, and removal of the amplatzer plug from the acute mesenteric ischemia [ami]with subsequent ligation. Post-operative images dated (B)(6) 2021, were returned to gore. The imaging evaluation found that the proximal end of gore® excluder® trunk-ipsilateral leg component trunk appears to be compressed and that the device was outside of the sizing guide per the instructions for use. All explanted gore endoprostheses were returned to gore . Explant analyses found multiple wire fractures on the contralateral leg component indicative of fatigue overloading.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2021: dr. (B)(6) . Indication: ¿the patient has an infrarenal abdominal aortic aneurysm which is increasing in size and which is to be eliminated endovascularly. The aneurysm has been known for a long time and several CT angiographic investigations have been performed, which proved that the size of the aneurysm is increasing. These CT angiograms also revealed a so-far totally asymptomatic av malformation in the area of the left hemicolon. So far, the patient has never experienced bleeding from this malformation. However, laparoscopically-assisted resection of a segment of the sigmoid, approximately 10 cm in length, was performed in another hospital on the basis of histopathological findings. Follow-up postoperative duplex ultrasound performed in preparation for aortic stenting showed that the inferior mesenteric artery was still robust and perfused. Repeat CT angiography confirmed the 56 mm infrarenal abdominal aortic aneurysm and showed the ima to be patent and robust. In the image, the superior rectal artery appears to be closed after the sigmoidectomy. The arteriovenous malformation in the descending colon and in the area of the splenic flexure, which is the main finding, remains robust and is mainly supplied by the ima. Plug embolization would have in any case have been planned for a 6-7 mm robust ima prior to stent implantation for the prophylaxis of a type ii endoleak. An additional reason for this is now the attempt to reduce the inflow into the arteriovenous malformation. Thus the performance of plug embolization of the ima prior to aortic stent implantation, accepting the slightly increased risk of an impact on the perfusion of the left colon, was discussed with the patient. All the risks of the procedure were explained to the patient and he gave his consent.¿ implant procedure: percutaneous endovascular aortic repair using a gore c3 excluder, plug embolization of the ima with an 8mm amplatzer plug 4 for the prophylaxis of a type ii endoleak and for endovascular elimination of the inflow into the arteriovenous malformation. Implant: gore® excluder® aaa endoprosthesis, ref: rlt261412 / sn: (B)(6); gore® excluder® aaa endoprosthesis, ref: plc201000 / sn: (B)(6); gore® excluder® aaa endoprosthesis, ref: plc201400 / sn: (B)(6). Implant date:(B)(6) 2021( hospitalization (B)(6) 2021). (B)(6) 2021: dr. (B)(6). Operative report. Preoperative diagnosis: abdominal aortic aneurysm, 56 mm and increasing in size av malformation of the descending colon/splenic flexure, primarily supplied by the inferior mesenteric artery status post laparoscopically-assisted sigmoidectomy. Anesthesia: general. Procedure: the patient was then placed in supine position on the carbon table in the hybrid operating room. Washing and draping of the surgical site with an incise film, administration of a single dose of perioperative antibiotics. A mini incision in the groin region on each side with placement of prolene sutures for subsequent closure of the arteriotomy. Introduction of 10 fr sheath on each side. Introduction of a stiff wire from the right, over which a 16 fr dryseal sheath is advanced. In addition to the stiff wire, introduction of a further soft terumo wire and a berenstein catheter through this sheath. Cannulation of the ima in rao projection succeeds without problems, however it is only possible to advance the wire up to a loop-shaped bend in the vessel. The catheter does not follow the wire. Therefore, a steerable guiding sheath is now being introduced. With the help of this sheath, repeat cannulation of the ima succeeds without problems, and now it is also possible to advance the catheter further into the vessel. An 8-mm amplatzer plug 4 is advanced over the berenstein catheter and is used to close the ima precisely in the exit area from the aneurysm. All other vessels, especially the left colic artery, remain intact. Now a switch back to ap projection and overview angiography performed with the pigtail catheter, which was inserted from the left at the level of the ostia of the renal arteries. Successful closure of the ima with the plug is already evident. A rlt261412 gore c3 excluder stent-graft is advanced over the stiff wire from the right with deployment starting directly below the renal arteries. Cannulation of the contralateral leg from the left causes no problems. A plc201400 is implanted here, which reaches to just before the left iliac bifurcation. On the right side, the graft is also extended to just before the right iliac bifurcation by means of a plc201000. Subsequently, all seal and overlap regions are post-dilated with a reliant balloon. The final angiography shows complete elimination of the aneurysm with preservation of the renal arteries and the external and internal iliac arteries on both sides. The arteriovenous malformation in the region of the descending colon and splenic flexure, which was very visible before the operation, cannot be visualized postoperatively. For this purpose, the pigtail catheter is now also positioned slightly higher to visualize the perfusion area of the superior mesenteric artery in both ap and rao projection. Here also, the av malformation can no longer be visualized angiographically in the area mentioned. Thus, the sheaths and wires are now removed from the femoral arteries and the arteriotomies closed with the prolene sutures that are in place. In addition, manual compression, skin sutures, sterile dressings and application of pressure dressings in the usual way.¿ explant preoperative complaints: (B)(6) 2021: dr. (B)(6) indication: ¿on (B)(6) 2021, the patient underwent endovascular aortic repair of an abdominal aortic aneurysm, 56 mm in length, with the use of a gore c3 excluder aorto-bi-iliac stent-graft. In a situation of a robust ima supplying an arteriovenous malformation in the region of the splenic flexure/descending colon, this artery was closed with an amplatzer plug 4 on the one hand in order to treat the malformation and on the other for the prophylaxis of a type ii endoleak. After an unremarkable intra- and postoperative course, findings from a follow-up CT scan prior to discharge on (B)(6) 2021 were completely unremarkable. The patient was also doing well at home, cycling 15 km each morning. On the morning of (B)(6) 2021, he experienced sudden pain during his cycle ride. The patient's legs buckled. He then went to his community physician, who immediately admitted him to our hospital. Duplex ultrasound showed occlusion of the right iliac device leg and in any case showed considerably reduced perfusion in the left device leg. The foot pulses, which were initially strong before and after the evar, were no longer palpable on both sides, and the doppler occlusion pressures were greatly reduced on both sides, being even lower on the right side than on the left. Absolute critical ischemia was present on the right side. Most surprisingly, CT angiography then revealed a complete infolding of the aortic trunk device. An rlt261412 gore c3 excluder graft had been implanted into the aneurysm neck, which was about 25 cm in length and widened from nearly 20 to almost 26 mm. This had been extended into the iliac artery on both sides using size 20 device legs. The right device leg was seen to be completely occluded in the CT angiography, while blood flow had evidently developed again on the left side, mainly on the outside bypassing the iliac device leg that was also compressed. The collapsed stents in the aorta and iliac arteries cannot usefully be restored, therefore information was provided about complete removal of the stent-graft material and the open reconstruction of the aorta and iliac arteries. The patient consented to the procedure.¿ explant procedure: median laparotomy, removal of the aorto-bi-iliac stent including both iliac artery extensions and reconstruction with an aorto-bi-iliac 18 x 9 mm dacron-y graft, removal of the amplatzer plug from the ima followed by ligation. Explant date:(B)(6) 2021 (hospitalization dates unknown). (B)(6) 2021: dr. (B)(6). Operative report. Preoperative diagnosis: critical limb ischemia (more on the right side than on the left) with complete infolding of a gore c3 excluder aorto-bi-iliac stent-graft that had been implanted 4 weeks ago, with complete occlusion of the right iliac axis and subtotal occlusion of the left iliac axis. Anesthesia: general. Procedure: ¿placement of the patient in hyperlordosis on the operating table. Washing and draping of the surgical site, which included the abdomen and both groin regions. Use of an incise film. Midline laparotomy with dissection of the umbilicus from the left side. Fortunately, despite the laparoscopic sigmoidectomy that had taken place a few weeks earlier, no intra-abdominal adhesions were found. Small intestine positioned to the right. Opening of the retroperitoneum and dissection to expose the aortic aneurysm. Insertion of the valves of the condor self-locking system. Sufficient dissection in the neck region to the renal arteries. Preparation of the common iliac artery on both sides. Particularly on the left side, severe adhesions/scarring are present a few centimeters behind the aortic bifurcation, which complicates further preparation, which is why this was not forced. Preparation of the common iliac artery is somewhat simpler on the right side and the vessel can be retracted here. This is followed by the administration of 2000 units of i.v. Heparin. A straight aortic clamp is positioned below the renal arteries. However, this is not closed straight away. The aneurysmal sac is opened first and the graft is gripped. It can easily be withdrawn from the neck area, as it is already folded. With a strong inflow, clamping of the infrarenal aorta occurs immediately. Now the trunk device and then both the iliac device legs can be removed from the iliac arteries. The return blood flow in the iliac artery is very good on both sides. Now further preparation, no back-bleeding from lumbar arteries, the ima appears to be sufficiently closed by the implanted plug. However, the plug is removed during the operation and the ima is ligated. Now the infrarenal suture base is prepared, the aorta is completely severed. Subsequently, it is possible to anastomose an 18/9 dacron-y graft centrally using prolene 3-0 without any problems. A common sheath, about 5 cm in length, was left in place, so that if treatment of dilation in segment 4 of the aorta becomes necessary at a later stage, this can be done using a fenestrated graft with sufficient sealing being present in the trunk of the dacron-y graft. After that, the suture base of the left common iliac artery is first prepare, here also the vessel is completely severed. Continuous, double reinforced suturing of the left iliac anastomosis with prolene 4-0 after local tea. Before completion of the anastomosis, flushing with persistence of a good inflow and return flow. Completion of the anastomosis and release of the blood flow into the left device leg after flushing with heparinized saline solution. A strong pulse is immediately palpable in the groin. The same procedure on the right side, here also a strong pulse is palpated in the right femoral artery following completion of the anastomosis. Further checks of hemostasis, with some tabotamps used each time in the region of the anastomosis. Overall, hemophilia is also present, which is reversed with protamine. Then closure of the aneurysmal sac over the graft and subsequently also closure of the retroperitoneum with continuous vicryl sutures. Closure of the fascia with vicryl sutures, and finally closure of the skin. The patient was hemodynamically stable during the operation, blood loss was kept within limits and, according to the assessment of the anesthetists, it was not worth processing the collected blood in the cell saver. The patient is initially transferred to the ICU for further monitoring and treatment.¿ the investigation has been completed.¿ in the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The IFU states ¿special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Failure to follow the appropriate device sizing recommendations or failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemic conditions, vessel damage/rupture, and related serious harms, potentially necessitating surgical intervention.¿ the IFU further states, ¿adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis occlusion.¿ ¿physicians should take note that the safety and effectiveness of this device has not been established in applications other than the stated indications for use¿¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Results of investigation: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Imaging evaluation summary: four time-points available for evaluation: pre-implantation cta dated (B)(6) 2021, intra-operative angiogram dated (B)(6) 2021, post-implantation cta dated (B)(6) 2021, and post-implantation cta dated (B)(6) 2021. Pre-implantation cta dated (B)(6) 2021 appears to show: aortic diameter just distal to the left renal appears to be 18.5mm. Aortic diameter ~8mm distal to the left renal appears to be 19.7mm. Aortic diameter 15mm distal to the left renal appears to be 19.9mm. There appears to be a 41º aortic angle distal to the left renal artery. The length of the rci appears to be ~64mm. Diameters appear to range from 10.6mm ¿ 18.5mm. The length of the lci appears to be ~63mm. Diameters appear to range from 11.6mm ¿ 19.7mm. Intra-operative angiogram images dated (B)(6) 2021 appear to show: post-implantation images at 12:20:59 appear to show an area at the level of the proximal rci that shows narrowing, in the provided projection, or possible tortuosity. Ballooning of the implanted devices appears to take place between 12:23:10 and 12:26:07. The angiogram images from the run at 12:28:55 appears to show possible delayed filling at the level of the flow divider into the right limb(s) the angiogram images from runs at 12:28:55 and 12:29:41 appear to show possible delayed filling at the level of the flow divider into the left limb(s). Angiogram images from a run at 12:31:11 appears to be in a different projection. There appears to be flow throughout the implanted devices. Post-implantation cta images dated (B)(6) 2021 appear to show: the proximal end of the implanted device appears to be fully expanded/deployed. Aortic diameter just distal to the left renal appears to be 19.2mm. Aortic diameter ~8mm distal to the left renal appears to be 21.3mm. Aortic diameter 15mm distal to the left renal appears to be 22.6mm. Aortic angulation at the proximal neck appears to be ~47º. Post-implantation cta images dated (B)(6) 2021 appear to show: contrast appears to be outside the implanted devices. The proximal end of the gore® excluder® trunk appears to be compressed. The aortic angle distal to the left renal artery appears to be ~11mm ¿ 14mm from the distal left renal artery border. There appears to be some compression in the ipsilateral limb that extends into the rci. Both device limbs appear to be occluded. The contralateral limb that extends into the lci appears to be compressed at multiple levels. Contrast can be visualized outside the implanted trunk and limbs. Contrast appears to reconstitute within the distal contralateral limb in the lci. Orthogonal images appear to show apposition of the distal device limb in the lci. There appears to be contrast in the distal iliac arteries, bilaterally. Explant evaluation summary: the devices were returned to w. L. Gore & associates for investigation. Submitted unfixed were two gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). The devices were generally devoid of tissue. The lumens of both devices were widely patent. Both devices were circular and did not present in any compressed/in-folded manner. Seven total wire discontinuities (f1-f7) were present on cl. The devices were not properly stored in a fixative solution for proper preservation of the tissue on and within the devices. Therefore, a histopathological examination of the tissue could not be performed, due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. The seven wire fractures that were present on cl exhibited topological characteristics that are indicative of fatigue overloading. No evidence of corrosion, abnormal abrasion, or material irregularities were observed on the nitinol wire. No other material disruptions were identified.